Manufacturer narrative:
4/13/1998: manufacturer report number has been corrected here and in header. Manufacturer address listed.

Event description:
Physician reported that pump "malfunction" may have been caused by the pump receiving "too much radiation". Pump explanted and no replacement registered to date.